Event description:
The following information was reported by the physician: yesterday I had something weird with a mynx vascular closure device. The mynx vascular closure device was positioned like I usually do. After placing the plug and holding for 30 seconds and laying the device down for 30 seconds, I deflated the balloon. When I wanted to pull out the device, it was stuck there, even the pusher was stuck. The device was forcibly pulled out by the vascular surgeon. There was no permanent problem , the patient is fine and has not suffered there. However, I noticed that upon retraction of the device it seemed as if the balloon was already in the slot but eventually could be still pulled a little further. The vessels of this young lady in diameter were perfect. Manual compression was applied and hemostasis was achieved in 30 minutes. The patient was not hospitalized. Procedure type: intervention peripheral.

Manufacturer narrative:
The device was returned with the proximal end of polyimide shaft detached from the catheter handle. Visual inspection revealed that the balloon distal shaft was bunched up and the advancer tube was covering the balloon proximal bond. Upon opening the catheter handle, the core wire was found detached from the plunger assembly. The balloon was inflated with air to determine if there was any presence of leak in the balloon; no leak was observed and pressure was held. Based on the information provided and the condition of the device, the cause of the reported balloon retraction jam could not be determined. The most likely cause for the polyimide shaft and core wire detachment was an application of excessive force during the withdrawal of the catheter through the advancer tube. It was reported that the device was forcibly pulled out by the vascular surgeon. The review of the lhr (lot f1506504) indicated that the mynx device met all established performance criteria prior to shipment. (B)(4).